Event description:
A philips employee became aware of a journal article (published online 06feb2025) ¿multicentric experience with the use of short 13fr mechanical rotating dilator sheath for transvenous lead extraction¿. The study retrospectively aimed to assess the safety and efficacy of the short tightrail sub-c bidirectional rotational mechanical sheath as first choice, since the course of the subclavian vein until the junction with the superior vena cava is a frequent place of lead adherences. A total of 202 carriers of a cardiac implantable electronic device (cied) undergoing transvenous lead extraction (tle) were enrolled in the study between june 2018 to november 2022. All extractions were sequentially completed with spectranetics tightrail sub-c rotating dilator sheaths and cook medical evolution rls. Procedural complications included 23 pocket hematomas, 26 patients with an increase of tricuspid regurgitation after tle, 1 pneumothorax, and 2 septic embolisms. Some patients required intervention; however, no patient required surgical intervention. (MDR #3007284006-2026-00294). Additionally, there were 2 endocarditis deaths after 5 and 8 days from tle for septic shock, and at 1-year follow-up 2 deaths occurred for cardiogenic shock (MDR # .). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, (B)(6) 2025 has been used, the date of publication. Preda, alberto,melillo, francesco,baroni, matteo,marzi, alessandra,schillaci, vincenzo,vargiu, sara,caccia, andrea,guarracini, fabrizio,gigli, lorenzo,paglino, gabriele,massaro, giulia,diemberger, igor,mascioli, giosuè,solimene, francesco,mazzone, patrizio. 2025. Multicentric experience with the use of short 13fr mechanical rotating dilator sheath for transvenous lead extraction pacing and clinical electrophysiology, 48(4): 436-442. Doi:10.1111/pace.15146. This report captures the deaths that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age, years 70 ± 14. A3) patient sex - 120 males, 82 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. Per IFU, death is listed as a potential adverse event with use of the tightrail sub-c devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.